Event description:
It was reported that the user sought assistance pairing a dexcom g7 sensor with the ilet, was guided through pairing using code, and the sensor entered warmup while the call ended. The user had been disconnected from the ilet for approximately 1.5 days and reported a blood glucose of 216 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing and need for troubleshooting and education. Investigation included guided troubleshooting for sensor pairing and a planned walkthrough for supply change. Investigation of this case revealed no device malfunction confirmed at the time of the call, with the event consistent with user-device connectivity setup during sensor warmup. It was concluded, based on previously established findings for similar reports, that the cause was user setup and reconnection to cgm during sensor warmup leading to delayed closed-loop operation.